Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a pump module was observed with backed out pivot latch screw. This was observed by bd representatives during site visit. There was no patient involvement. Per report, none of the devices were observed during patient use. And the facility will not be returning devices to the manufacturer for investigation.